Event description:
It was reported that during routine check by customer, the cardiosave intra-aortic balloon pump (iabp) main cable was jammed and unable to be retracted or released. The unit did not alarm for the reported malfunction. There was no patient involvement.

Manufacturer narrative:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) main cable was jammed and unable to be retracted or released. The unit did not alarm for the reported malfunction. A engineer was dispatched to evaluate the issue, the engineer reported that the fault was cause by mains cable wrapping around pillars inside the cart. The engineer resolved the issue by freeing it. The fault function checked and charging ok. Safety checked ok and returned to clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA: (B)(4).